Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to part # 663029 and serial # (B)(6). Problem statement: customer reported complaint on a facslyric 3l12c instrument ceivd ¿ 663029 of biohazard leakage from the needle (sip/sit) not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10aug2019 to date 10aug2020. Complaint trend: there are 3 complaints related to this issue of biohazard leakage not contained within the instrument; pr#s 1455955, 1469660 and this one, 1740609. Date range from 10aug2019 to date 10aug2020. Manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6). File # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip/sit leaking waste not contained within the instrument was due to a clogged v8 tubing. A clog would prevent fluid or waste to aspirate to the waste tank. The fse (field service engineer) confirmed the issue as he cleared the clog through the waste lines. No parts were replaced and not needed for evaluation. After the repair the instrument was performing as expected and there were no leaks from the sip/sit. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste, as cautioned in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 125. After the repairs, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, however there was no impact to customer health or safety.

Event description:
It was reported biohazard leakage occurred outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter, translated from italian to english: liquid comes out of the needle. Additionally, the customer provided the following additional information: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Mix between samples and facsflow 5. What is the source of leak -- waste line or non-waste line? Non-waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported biohazard leakage occurred outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid comes out of the needle additionally, the customer provided the following additional information: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Mix between samples and facsflow 5. What is the source of leak -- waste line or non-waste line? Non-waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No¿